Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.